Event description:
It was reported that there was possible under fusion, the patient was on their 3rd day of cytarabine infusion, the screen read resolution volume 297.4 ml, continuous empty in 1 hour and 40 min. Per reporter, the patient was concerned because the 1l bag was still full. Patient stated that the last two days, the bag was lighter and could tell it was almost empty. Patient was adamant that it still has a full bag of fluid and the patient did not think it was delivering. Patient verified all clamps were open and sliding freely. Reviewed settings: given 852 ml, 1115 ml total volume. Per reporter, the patient was advised to keep the pump running and call the clinic to get further instructions. This event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repairs were noted within the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. We are unable to determine a probable cause for the customer report of under infusion.